Manufacturer narrative:
The correct serial number of the e 602 analyzer has been confirmed as (B)(6). The patient sample was provided for investigation and it was determined the sample contained an interfering factor against the fab2 portion of the assay antibody. Per product labeling, " in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys tsh on a cobas 8000 e 602 module and a cobas e 801 module. The results obtained with the roche method did not agree with the patient's clinical diagnosis. The sample resulted in a tsh value of 1.02 uiu/ml when tested on the e 602 analyzer. The sample was repeated two additional times, resulting in tsh values of 0.99 uiu/ml and 1.03 uiu/ml. The sample was repeated on an e 801 module on (B)(6) 2023, resulting in a tsh value of 1.21 uiu/ml. The sample was also repeated on a competitor system (mindray) on (B)(6) 2023, resulting in a tsh value of 0.01 uiu/ml. The sample was also repeated on a second competitor system (abbott) on (B)(6) 2023, resulting in a tsh value of 0.0009 uiu/ml. The sample was repeated on the e 602 analyzer before being treated with polyethylene glycol (peg) resulting in a tsh value of 1.25 uiu/ml. After the sample was treated with peg and repeated on the e 602 analyzer, it resulted in a tsh value of 0.0376 uiu/ml (6.4 % recovery).

Manufacturer narrative:
The serial number of the e 602 analyzer was (B)(6). The serial number of the e 801 analyzer was requested, but not provided. Medwatch field e1. Facility name - the full facility name was (B)(6). Medwatch field e1. Initial reporter email address was provided as (B)(6). The investigation is ongoing.